Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received an unexpected restart alarm. The customer had been off the insulin pump for over a year and had just put a battery. The customer's blood glucose level during the incident was 471 mg/dl. The customer was assisted with programming the insulin pump. No further assistance was needed. The device will not be returned for analysis.